Event description:
It was reported that the customer was in his doctor's office for seven or eight hours with blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed, but the customer didn't know if the basal rates were correct. The time was incorrect. Assisted with correct time. No unusual alarms found in alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer inspected the drive support cap, and stated that it appeared to be protruding. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched lcd window.